Event description:
It was reported that, during micro-discetomy surgery at l5/s1 it was found that pituitary's upper jaw broke off while being used.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.